Manufacturer narrative:
Device evaluation update: further investigation determined that the assignable root cause of normal wear reported on the initial report was not appropriate as the device was returned for service within the recommended service interval timeframe of one year. Therefore, the assignable root cause has been updated to premature wear from normal use servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the connector pins came apart on the motor device. It was further determined that the device failed pretest for housing pin height and rotational speed. It was noted in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.